Manufacturer narrative:
No additional information has been obtained. A supplemental report will be sent if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. The rn, called for assistance with a consistent gas loss alarm . Clinical troubleshooting was unsuccessful, she turned the augmentation down two bars and the alarm continued, therefore she changed out the console which resolved the alarm for good. There was no patient harm or injury reported.